Manufacturer narrative:
Trackwise ID(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wire on the jaws broke. Upon opening the device and before using it, they notice the clear coating over the jaws peeling away. They deemed the device unsafe and did not use it. The device never touched the patient. The case was completed without delay by opening a new device.

Manufacturer narrative:
Trackwise#: (B)(4). He device was returned to the factory for evaluation on 08/26/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Despite the reported event description of no patient involvement and the failure being observed during prep, signs of clinical use and heavy evidence of blood were observed on the cannula handle, cannula, btt, c-ring, harvesting device handle, and jaws. The c-ring was observed to be intact with no visual defects observed. The clear silicone insulation of the cold jaw was observed to be peeled, exposing the metal tip of the cold jaw. A piece of the silicone was observed to be peeled off and missing. The missing piece was not returned for evaluation. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw while remaining attached at the tip. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No temperature or resistance testing was conducted due to the bent heater wire and damaged insulation. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; jaw" and "material twisted/bent wire", however the reported failure "failure to cut" was not confirmed. The lot # 3000239394 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wire on the jaws broke. Jaws of the hemopro not cauterizing when closed. Upon opening the device and before using it, they notice the clear coating over the jaws peeling away. They deemed the device unsafe and did not use it. The device never touched the patient. The case was completed without delay by opening a new device.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
N/a.